Manufacturer narrative:
(B)(4). A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. According to the complainant, the suspect device has been disposed and is not available for return. Therefore no evaluation could be performed. If any further relevant information is received or the device is returned, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician was having difficulty cutting through the polyp. It was reported that there was no visible damage to the device or its packaging and there were signs of cautery when the device was activated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be alright.